Manufacturer narrative:
Lot number: this is a summary report for lot numbers 17f019, 18b025, and 18c058. A batch review was conducted for lot numbers 17f019 and 18b025 and there were no deviations found related to this reported condition during the manufacture of either lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladder of three small volume folfusors ruptured. Of the 3 events, 2 did not involve a patient, and 1 involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was evaluated and it showed evidence of a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot number 18c058 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.